Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of firmness and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that approximately five and a half months after injection with "one and a half syringes" of juvederm voluma xc in both cheeks, that patient began experiencing "firmness and swelling" at the right cheek. The patient was treated with doxycycline. The symptoms are ongoing.

Manufacturer narrative:
The events of "lump on one cheek" that "ended up moving under the eye" and "big hollow on the patient's cheek" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: post-market surveillance: ¿juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency = 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.¿

Event description:
Further follow-up from the patient provided the following information: patient stated they have been put on antibiotics, and "steroids three different times" to help treat their symptoms. Patient additionally reported they previously had a "lump on one cheek" that "ended up moving under the eye, closer to the nose." Patient stated they now have to have a fat grafting procedure to fix a "big hollow" that is on their cheek.

Event description:
Further follow-up with the injector revealed that vitrase was provided as treatment. The symptoms are ongoing.